Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The clinical observation was confirmed, the pacemaker was neither interrogatable nor was any anti-bradycardia therapy available. During subsequent analysis, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. Subsequent thorough investigations of the electronic module revealed a damaged capacitor resulting in the clinical observation. After the replacement of the damaged capacitor, the electronic module was operating as expected. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. However, the manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment. However, the date of occurrence was not determinable.

Event description:
This device was explanted due to eos. No adverse patient events were reported.